Event description:
It was reported that three ez35w's were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the instrument broke, scalpel (knife) does not return. Pt was converted to open.